Event description:
The poly set screw was loose. The pt was and is asymptomatic on the left side which has the medacta gmk total knee. She fell on her right side and hurt her knee so the surgeon got an x-ray of both knees and discovered that the ps screw has clearly backed out of the tibial tray. Revision surgery performed. Ref. Imp# (B)(4).